Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of and the treatment for the peritonitis was not reported. No further information was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. On an unreported date, the patient was recovered from the peritonitis event. No additional information is available.